Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves, ventilation error and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves, ventilation error and communication error. After device log evaluation, the service engineer decided to replace the expiratory channel printed circuit board (pcb) according to recommendations in the service manual. The ventilator was returned to the customer and cleared for clinical use after passed functional tests. No further issues have been reported. The evaluation of received device logs confirms the generation of the reported technical error codes once on april 16, 2022, and stop of ventilation. A temporary measurement error in flow/pressure caused this single error. The case is reported to the development department for any future improvements. The returned expiratory channel pcb was tested in the reference ventilator. During two weeks of simulated test ventilation a few intermittent alarms for high airway pressure occurred. No technical errors were generated and pre-use checks passed. The conclusion in this matter, based on the received device logs, is that an occasional measurement error caused the reported failure. No technical fault was found with the returned expiratory channel pcb.